Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited noisy signals leading into a suspected oversensing and pacing not as expected on the right atrial (ra) lead. Boston scientific technical services (ts) recommended to check the atrial capture status, lead status, lead position at an outpatient follow-up visit. This ICD remains in service. No adverse patient effects were reported.